Event description:
It was reported that the procedure was to treat a 75% stenosed lesion in the mid left anterior descending artery. The whisper guide wire was placed at the lesion and a non-abbott balloon was advanced; however, resistance was met with the guide wire. The devices were removed together as a single unit. It was noted that after the devices were removed from the anatomy, resistance was noted during removal of the balloon from the whisper guide wire. A new whisper guide wire was used to continue the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: sprinter 2.5 x 15 mm. Guide cath: heartrail. The device was not returned for analysis. Factors that may contribute to the inability to advance/retract the non-dilatation catheter over the guide wire and cause resistance between the devices may include, but not limited to, device placement technique, guiding catheter support, inner diameter of the guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. The guide wire and the catheter were not returned which may have aided in the evaluation. However, as there was no information available regarding the reported resistance, a conclusive cause could not be determined. To ensure that this does not occur as a result of a product quality deficiency, manufacturing performs 100% visual inspection of the guide wire tips after it is loaded into the dispenser and performs 100% outer diameter inspection of all devices prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. In summary, based on this evaluation, there is no indication of a product quality deficiency.